Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, the high voltage charge reached it¿s time limit and it timed out. The timeout had occurred during a capacitor maintenance charge. The patient was brought into clinic to perform a capacitor maintenance and the charge time dropped. It was recommended to replace the device however no device was replaced. Patient was stable and will be monitored via merlin.net transmission.

Event description:
New information received on november 10th, 2018 states that capacitor maintenance time out issue occurred again. It was recommended to explant the device if the manual charges are longer than expected. The device was explanted and a new device was implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported charge timeout was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The device was tested on the bench and popping sounds were heard during the charging and charge timed out. The root cause of the charge time out was an internal hv capacitor anomaly.